Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, b4, b5, g3, h2, h6.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor broke. Attempts to obtain additional information have been made; however, no more is available at this time.